Event description:
Patient was implanted with dhs construct on (B)(6) 2012. The screw heads on the screw popped off and the plate levered off of the femur laterally. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised with a 6 hole 145 degree dhs construct and patient was augmented with ria graft. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device used for treatment and not diagnosis. The as received condition of the plate was intact with some minor marking/scratching consistent will normal field usage. All related pertinent dimensional features were obtainable, measured and passed. Inspection, measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint.